Event description:
It was reported that a radial head was revised on (B)(6) 2014 due to patient complaint of stiffness in elbow, pain and a loss of motion. Surgeon elected to revise to a smaller radial head and manipulated elbow and shoulder under anesthesia. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.